Event description:
Customer reported the insulin pump kept alarming no delivery during bolus. Customer's blood glucose was 481 mg/dl. Customer stated she had to change her set because of high readings. Customer's blood glucose has been in the 400 mg/dl range. Customer reported the alarm was resolved with a complete set change. Customer reported the drive support cap was flush. Some air bubbles were noted. History showed no delivery alarms that customer did not recall occurring. Customer called back to do high pressure test device passed. Customer's current blood glucose was 179 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-61155.